Manufacturer narrative:
Further information was requested, but not provided.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of right ventricular capture. No interventions were performed. The status of the patient was unknown.